Manufacturer narrative:
Device received with no button response due to flattened (esc and act) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 535 mg/dl. Customer also experienced low blood glucose level of 67 mg/dl. Customer stated that the act key did not respond. Customer reported that the time was advancing. Customer declined to troubleshooting for high blood glucose level. The product was returned for analysis.